Manufacturer narrative:
Customer has indicated that the product is in process of being returned to cooper surgical for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was sent for repair due to a leak. No adverse event reported. No additional information is available. 900629 (B)(4).

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 03/09/2017 under wo #(B)(4) and shipped on 04/19/2017. Manufacturing record review: DHR 196995 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed one other reported complaint condition, but from the same customer sent at the same time as this unit. Product receipt: the complaint unit was returned on a repair. However, based on log 100695, this unit was at csi on 07/27/2023. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: it was determined attempts to repair the unit by the customer or an outside service contributed to the damage. A root cause is not possible due to the damage, but end user handling is considered a contributing factor.

Event description:
No additional information is available.